Event description:
It was reported that the lead was explanted and replaced due to high capture threshold, low sensing, and impedance measurement anomaly.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.